Event description:
It was reported that prior to use, in the sterile processing area, the device was found to have holes or tears in the tyvek portion of the packaging, near the handle. The device was not used in any cases, so no patient consequences were reported.

Manufacturer narrative:
(B)(4). Information was not provided by the contact. Information anticipated, but unavailable at this time. Additional information was requested and the following was obtained: were the holes/tears in the tyvek believed to compromise sterility of the devices? Yes, the customer believes that sterility was compromised.

Manufacturer narrative:
(B)(4). Additional information the sealed er320 package was visually inspected. Many wrinkles and creases were present in the tyvek of the package indicating that the package had been handled excessively and improperly stored. A circle had been drawn on the surface of the tyvek in ink. A shallow dent was present on the package inside the region of the seal between tyvek and blister in the chevron peel-tab area. The dent did not penetrate the tyvek and the sterile barrier was intact. The complaint event could not be confirmed.